Event description:
During an unrelated procedure, a fracture was observed on the right atrial (ra) lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.